Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated as part of 1927794. Information below was copied from conclusion of the investigation performed for 1927794 and applicable to 1931153. The batch 6005364 in question was manufactured at the osted site. Investigation process of the complaint was carried out in accordance with 3a02067 quality specification - inset ramp-up & inset guard ewis, version 15 for the code leakage from infusion site (specific cause not identified). Complaint investigations. To test the product, the reference samples from the lot have been requested. Test results: visual test according to 3a02067 version 15 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 1 according to test method 51-0174 version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 2 according to 3a02067 version 15 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005364 was manufactured according to 3902085 version 79 appendix 1 batch card for production of packaging room, on 05/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/may/2025 against malfunction code reported leakage from infusion site (specific cause not identified) and lot 6005364 and no other complaint has been registered in database for the same lot 6005364 and malfunction code reported. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set leakage at site event on (B)(6) 2024. Infusion sets were used for a couple of hours. No further information was available.